Manufacturer narrative:
Occupation: health professional (hpro) if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a laparoscopy procedure, while on the stapling phase at first reload, the stapler fired only on the first 1.5cm and then locked. The staple line was incomplete proximally. Replaced by a new reload to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, while on the stapling phase at first reload, the stapler fired only on the first 1.5 cm and then locked. The staple line was incomplete proximally. Another reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.